Event description:
An elderly male patient presents for a coronary artery bypass grafting (CABG) times 2. While physician was suturing an anastomosis on the heart, the suture broke half way around. Packaging was saved, but not the suture. No harm to the patient.